Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop and the reservoir was not locking on insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring: black. Customer returned pump for alleged prime/fill anomaly and cosmetic damage located at the retainer found on 02-may-2022. Device was received with a out of round retainer, and dented case at the reservoir compartment. Unable to perform the displacement test, and occlusion test due to retainer damage, and dented case at the reservoir compartment, the p-cap will not lock properly into the reservoir compartment due to retainer damage, and dented case at the reservoir compartment. Unable to install a test p-cap/reservoir into the reservoir compartment to test for the prime/fill complaint due to retainer damage, and dented case at the reservoir compartment. Device passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. Reservoir unable to lock into place was confirmed. Cosmetic damage was confirmed at the retainer and the reservoir compartment (dented case). Prime/fill anomaly was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.